Event description:
Pt reported that approx 1 year after implantation of her mentor smooth silicone gummy bear breast implants, she began to feel "weird and sick". Her symptoms include: generalized fatigue, hair loss, weight gain over 15 lbs, pain in arms, hand, feet and extremely high level of pain in back. She explained that she has attempted massage therapy and yoga to alleviate the pain. She stated that she feels like she was "hit by a car". She is currently looking for a physician to remove the implants because she feels as though she is dying. She would like FDA to warn others and stop companies from producing these toxic devices."